Event description:
On (B)(6) 2012, the patient contacted animas alleging that the up arrow keypad button required multiple button presses and more force in order to elicit a response. The up arrow button reportedly felt flat when pressed. The keypad was reportedly intact. It was indicated that the patient wore the pump under clothing and did not clean the pump. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 07/26/2012-device evaluation: the pump has been returned and evaluated by product analysis on 06/29/2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the up arrow and contrast keypad buttons are intermittently responsive. There was evidence of keypad contamination found under all key contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment and a battery compartment leak. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. The owner¿s booklet instructs the user to call animas customer service if the user suspects that the product is damaged.